Event description:
It was reported that the unit was not cooling during use. The perfusionist placed ice in the tank. No delay to therapy reported. (B)(4).

Manufacturer narrative:
Maquet med systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. A device was returned to the maquet repair depot for evaluation and a loaner device was provided to the facility. A supplemental medwatch will be submitted when additional info becomes available.